Event description:
It was reported that this lead was repositioned due to increasing threshold.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as of the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between (B)(6) 2020 and (B)(6) 2020 was analyzed. The intermittent recording showed varying threshold values between 0.5v and 5v. Furthermore the sensing trend curve demonstrated varying values between 2.3mv and 8mv. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.